Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with breast implant rupture, and breast pain on her left side confirmed by MRI on (B)(6) 2019. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor received confirmation that the device received by mentor failure analysis lab on (B)(6) 2019 was the lot effected. Hence, the lot number was updated to 7413833 in on (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Leak testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/23/2019, mentor became aware that bilateral replacement was performed on (B)(6) 2019 and following replacement devices were used: r: catalog#: 3505400; s/n: (B)(4); l: catalog#: 3505400; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).